Manufacturer narrative:
E1: initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported no endoscopic image displayed the octagonal image is completely black during maintenance involving an olympus gastrointestinal videoscope. There was no patient involvement.